Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of balloon leak/rupture in use is confirmed. Upon inflation, a leak was noted from the distal tip of the catheter. Under microscopic inspection, a crack to the catheter extrusion was noted near the distal tip of the catheter causing the leak. The root cause of how the crack/damage occurred on the catheter extrusion is undetermined; however, a potential cause is due to the handling of the device. The complaint is isolated; there are no other complaints with this finding. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex has assessed the risk for the reported complaint. There are no new or revised risks. Teleflex will continue to monitor. An in-service for the customer will be performed to reiterate the appropriate method for testing balloon integrity before use.

Event description:
It was reported that the wedge pressure catheter was inserted in the patient. The balloon had a hole in it and was unable to inflate therefore a new catheter was used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the wedge pressure catheter was inserted in the patient. The balloon had a hole in it and was unable to inflate therefore a new catheter was used. There was no report of patient complications, serious injury or death.